Event description:
It was reported to tyco/healthcare/kendall on 01/02 that a cuff on a dialysis catheter detached from the catheter shaft. The physician was able to remove it with hemostats. No patient injury or complications.